Event description:
After transfemoral deployment of a 26mm sapien xt valve, paravalvular leak (pvl) was observed. The valve was post dilated with an additional 2cc of volume (total 24cc) added to the balloon. After post dilation, the pvl was reduced; however, an aortic rupture was observed above the valve. Approximately an hour after the valve deployment the patient became hypotensive and a surgical intervention was required to repair the aorta. At last report, the patient was doing well. The patients native annulus measure 21mm by tee and 450mm2 by CT. The patient¿s aortic root had a mild degree of calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, post dilation of the valve with additional volume added to the balloon may have contributed to the aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.